Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the savina 300 restarted giving error code 40.2000. There was no injury to the patient.

Manufacturer narrative:
The affected savina 300 was analyzed by draeger service onsite. During the device the problem could be confirmed and the power supply and mains switch were replaced. After replacement of the components the device passed all related tests and was returned to service. The logged error code indicates that the internal supply voltages were out of its specifications. Testing of the replaced parts at the manufacturer was performed without detecting any failure. The power supply voltage was found to be near the lower limit though. Based on these findings it is possible that load-dependent the power supply voltage near the lower limit resulted in the reported device failure. The device reacted as specified to the detected malfunction by generating an audible alarm informing the user of the status of the device. In case of this malfunction the ventilation stops and the emergency breathing valve would open allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.